Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: part of the reported device was received for evaluation. A visual evaluation showed the device was returned without any original packaging. The anchor and sutures were not returned. The insertion device has no visible defect. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate a material assessment could not be performed due to the part not being returned for evaluation. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force). Based on this investigation, the need for corrective action is not indicated. H11: corrected information in h6 (component code).

Event description:
It was reported that during an arthroscopy, after drilling a hole with an appropriative tap, the osteoraptor anchor broke while being implanted, all the broken pieces were removed from the patient using tweezers. The procedure was completed using a s+n backup device in the originally drilled bone hole. There was a delay of less than 30 minutes. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.